Manufacturer narrative:
Approximate age of device- 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted between (B)(6) 2018 where a ramp echocardiogram and right heart catheterization were completed noting moderate/severe aortic insufficiency. The patient was moved up to status 1a of the heart transplant list. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined through this evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.